Event description:
It was reported by the customer that hpn 217 medication was expected to infuse over 60 minutes. Medication ran on syringe pump from 1041-1139, two (2) minutes short. Volume read on syringe 8.8ml, when ordered amount was 10ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique identifier (UDI) # and medical device serial #. It was observed during investigation of the returned sample that the suspect device with an external label (3rd party, non-bd sticker) marked ¿s/n (B)(6) ¿ has an internal serial number (true serial number) s/n (B)(6). The customer has been notified of this discrepancy. This follow-up report reflects the corrected medical device serial #. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that an under infusion of the medication hpn217 event occurred on the returned incident syringe module was not confirmed through log review or replicated through testing. ¿ laboratory testing showed that the syringe module was operating within specification. ¿ alaris system maintenance (asm) test results indicated that the syringe module is performing as designed and passes all accuracy measurements. ¿ the syringe volume detection test using a compatible bd 20 ml syringe found that the device successfully detected the syringe volume within specification when the plunger was set to the 10 ml graduation mark on the syringe barrel. ¿ the syringe accuracy test performed on the incident syringe module using a compatible bd 20 ml syringe delivered fluids within specification. ¿ inspection and testing of the incident syringe and administration set could not be performed because they were not returned for investigation. ¿ review of the device logs showed that on (B)(6) 2024 at 11:41 am, the syringe module was programmed to infuse the remaining volume (8.8523 ml) from a bd 20 ml syringe at a rate of 10 ml/h. The duration of this infusion was calculated to be approximately 53 minutes. ¿ at 12:34 pm, the programmed infusion stopped due to a ¿syringe empty¿ alarm. ¿ after loading a bd 10 ml syringe with an available volume of 9.6721 ml and programming a new infusion at a rate of 10 ml/h with the vtbi of 0.65 ml, the programmed infusion completed in approximately four (4) minutes at 12:39 pm. ¿ the total volume infused at this point was calculated to be 9.5032 ml. ¿ the rate of the infusion was reprogrammed to infuse the remaining volume of 9.0049 ml at the rate of 90 ml/h at 12:40 pm and the syringe module was channeled off six (6) minutes later. ¿ the internal inspection process performed on the syringe module found no irregularities. ¿ the alaris user manual v9.33 states that in order to decrease potential start-up delays, delivery inaccuracies, and delayed generation of occlusion alarms, each time a new syringe is loaded: ¿ use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). ¿ use compatible components which have the smallest internal volume or "deadspace." For example: ¿ tubing internal diameter: smallbore or microbore tubing is recommended when infusing at low rates. ¿ tubing length: tubing length should be minimized, when possible. ¿ filters: internal volume (deadspace) of in-line filters should be minimized. ¿ connection sites: the number of connection sites such as stopcocks and y-sites should be limited, and high risk or life-sustaining solutions should be connected as close to the vascular access site as possible.

Event description:
It was reported by the customer that hpn 217 medication was expected to infuse over 60 minutes. Medication ran on syringe pump from 1041-1139, two (2) minutes short. Volume read on syringe 8.8ml, when ordered amount was 10ml. There was patient involvement but no harm.

Event description:
It was reported by the customer that hpn 217 medication was expected to infuse over 60 minutes. Medication ran on syringe pump from 1041-1139, two (2) minutes short. Volume read on syringe 8.8ml, when ordered amount was 10ml. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a code.